Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that there was a poor communication screen on the patient programmer (pp). The patient was having poor communication with the pp and was not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation and had a successful recharger session was three months ago. The reason for the patient not recharging the device was due to other health issues. It was reviewed that the device may be in overdischarge since the time was greater than three months. The patient stated that she will charge up the insr since it wasn't plugged in during the call and went blank. The patient later called in stating she worked with the rep on (B)(6) 2015 to correct the likely overdischarge scenario previously noted. They were unable to bring the implantable neurostimulator (ins) back with a charge and was scheduled to have a CT scan on (B)(6) 2015 for something unrelated to the implant. The patient was trying to coordinate a replacement surgery. Due to repetitive overdischarge, the ins needs to be replaced. The patient became very angry, threatened to obtain a lawyer, and demanded a call back. The patient was under the impression that the manufacturer was the reason why she was not getting a new implant but in reality the healthcare provider (hcp) was waiting for a response from the manufacturer on how to proceed. The patient had a lot of service complaints which was most likely due to misunderstandings because she thought the manufacturer was most likely responsible for her care. The rep met with the patient and the ins battery was completely depleted and needed to be replaced. The patient also upset with the service she received from the manufacturer. The patient wanted to know if the current programming could also reach up toward her shoulders and neck to address unrelated pain but the programing was changed to a different setting and the patient left in tears. Two years later the programming was changed back to the correct settings. The patient wanted to know what to do next regarding the device replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Event date: (B)(6) 2015